Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity. The patient indicated that his device was programmed off in 2004 because the stimulation was believed to have been contributing to an increase in seizures. It is unknown if the increase is above pre-vns baseline. The patient's generator was recently explanted with no plans for replacement due to the lack of efficacy with therapy. The explanted generator has been returned to the manufacturer for analysis. Product analysis is currently underway. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.